Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 5f sheath after a balloon angioplasty interventional procedure. Reportedly, when the clip was deployed, the vessel locator wings pulled through the vessel and the starclose se device came out from the arteriotomy. The starclose se clip was noted to have deployed on the surface of the skin at the puncture site and was removed with forceps. No tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.